Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius to report a fluid leak that occurred during their treatment. The fluid leak was discovered in drain 1 of 4. Prior to the leak, the following alarm/warning had occurred: ¿make sure heater bag is on heater tray and the line is not clamped¿. The patient contacted the on-call peritoneal dialysis registered nurse (pdrn) for live support. After failing to clear/bypass the alarm, the patient was advised to re-setup with new supplies. However, when the patient removed the cassette from the cycler, they saw fluid leaking out. There was no reported damage identified on the cassette. The on-call pdrn advised the patient to discontinue using the cycler and to contact fresenius technical support (ts). Upon informing ts of the leak, the patient was issued a replacement cycler. The patient completed their treatment by performing manual pd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics (kelflex, administered orally). The prescription consisted of a 1000mg loading dose, and then 500mg every 12 hours thereafter, for 3-days. The patient completed their antibiotic course symptom-free. The pdrn stated the patient¿s pd effluent remained clear. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as the device was reportedly discarded. Additionally, there were no companion samples available to be returned for evaluation.